Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The pacemaker was unable to be interrogated. No changes or intervention was performed. The patient condition was stable.

Event description:
New information received notes that the pacemaker was explanted and replaced on (B)(6) 2021. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
Field complaint of failure to interrogate was not confirmed. Analysis was normal. No anomalies were found.